Manufacturer narrative:
Unit received with blank display due to corroded battery cap contact. Unit was tested with a test battery cap. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Unit received with cracked case at the battery tube threads and reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she went to the emergency room due to high blood glucose levels. Blood glucose level at the time of the incident was 489 mg/dl. The customer stated that despite multiple battery changes, the insulin pump had a blank display. Customer was wearing the device at the time of the emergency room visit. Blood glucose level at the time of the call was 97 mg/dl. The customer was advised that she would be sent a replacement battery cap. During a follow-up call, the customer reported that the insulin pump's display was still blank after receiving the replacement battery cap. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.